Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. There was no adverse impact to customer's blood glucose level. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy.